Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Even when customer did treatments for low blood glucose, it continued to give low blood glucose and customer stated that insulin pump was not working right. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Customer concern: recalls insulin dripping or squirting from end of set before connecting at their site; low it continues to give him low bg. Evaluated 2 open or used reservoirs (1.0 clear liquid inside barrels) transfer guards and plungers not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guards and plungers; as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a a paradigm pump; ran bolus and basal leak test procedure. Conclusion: reservoirs passed per bolus and basal test; no occluded, no leakage anomalies were found during test (before connecting; did not continue dripping or squirting insulin). Evaluated 2 open or used reservoirs (2.0 clear liquid inside barrels) transfer guards and plungers not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guards and plungers; as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a a paradigm pump; ran bolus and basal leak test procedure. Conclusion: reservoirs passed per bolus and basal test; no occluded, no leakage anomalies were found during test (before connecting; did not continue dripping or squirting insulin). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.